Event description:
Falsely elevated hba1c results were erroneously reported on two patient samples. The results were reported to the physician who questioned the results. The samples were run an another dimension vista system and lower results were obtained. Patient treatment was not altered or prescribed on the basis of the erroneously reported results. There was no report of adverse health consequences as a result of the falsely elevated hba1c results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of a higher frequency of above assay range flags with several listed dimension vista hba1c flex reagent cartridge lots. Investigation has shown that the higher frequency of flags is related to higher recoveries of sample hemoglobin (hb) values (hb > 25 g/dl or >15 mmol/l) with impacted lots. The hb value is used to calculate the final hba1c ratio (% hba1c -mmol/mol) results. Results are suppressed (not reported) with the above assay range flag. An urgent medical device recall for the hba1c flex reagent cartridge ((B)(4)) was issued in (B)(6) 2013 to impacted customers. The communication 13-18 instructed customers to immediately discard any remaining inventory of the affected lots of dimension vista hba1c (k3105a). Siemens provided a lot number for lots beyond which the issue was corrected. User failure to follow instructions contributed to the problem. The user reported a greater than value of >16% rather than rerunning the sample after a dilution. The hba1c flex reagent cartridge instructions for use states: samples with results in excess of 25 g/dl (15.5 mmol/l) total hemoglobin or 2.6 g/dl (1.6 mmol/l) hba1c are reported as above assay range and should be repeated on dilution.